Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent removal and recurrent hernia repair surgery on (B)(6) 2020 and mesh was implanted during which the surgeon noted that the mesh was tightly adherent to the bowel underneath. After extensive and tedious lysis of adhesions, he was able to dissect the mesh of the bowel and remove the mesh. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. The patient had a previous mesh implanted on (B)(6) 2016 which is captured in separate file. No additional information was provided.